Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported 23008 error was replicated and confirmed. System logs were reviewed and the 23008 error was identified, indicating a pot-to-encoder fault on the yaw axis that had occurred in the field. A visual inspection was performed and did not reveal any issues related to the reported event. The usm was then installed onto a test platform, where the sensors check failed on the yaw axis, again replicating the reported event.

Event description:
It was reported that during a da vinci-assisted kidney reimplantation (living donor) surgical procedure using an xi system, user informed the technical support engineer (tse) that the system experienced a repeated recoverable fault 23008 on arm 3 as they were about to dock the system. The system was not connected to onsite, and the customer had already performed a hard reboot, but the error persisted. The user was unable to recover from the fault and decided to convert to another patient side cart to proceed with the procedure. No known impact or patient consequence was reported.